Event description:
Information received from the field does not address the patient's clinical status but notes no sensing when the pulse generator was programmed to a base rate of 45 ppm and ventricular sensing programmed to 3.0 mv. With the identical sensitivity value, the device sensed appropriately in the temp 30 setting.